Manufacturer narrative:
There was no serious injury / adverse event related to the damage to the system controller power lead. Pump exchange is reported under MFR # 2916596-2020-06444. Manufacturer investigation conclusion: the reported event of a tear on the black power cable was confirmed via the provided image. The hmii system controller, serial (B)(6), was not returned for analysis. The image revealed a tear on the black power cable near the housing with evidence of fluid ingress. Per provided information, the exchanged controller will not be returned for analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 16jul2015. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller, and state how to store, transport, and maintain the system controller to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Original report of patient's driveline short-to-shield: MFR # 2916596-2018-05504. Report of previous external driveline repair: MFR # 2916596-2018-02827. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR#: 2916596-2020-06444. It was reported that the patient called the site after their device displayed alarms instructing to call the hospital. The log files recorded pump off alarms intermittently until 14:30 on (B)(6) 2020. The data showed (20) pump stops (9) low speed advisories intermittent on (B)(6) 2020 between 11:56 and 15:08. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. The issues appeared to be occurring on both the power module and on batteries. Recommended immobilizing the percutaneous lead to prevent any further interruption in support. The patient had a previous driveline repair approximately 5 inches from the exit site on (B)(6) 2018. The patient's driveline had a known short to shield, and they were using an ungrounded patient cable. There was not enough room for a second driveline repair attempt. The site submitted x-ray images of the driveline which were not remarkable. The patient's pump was exchanged for another heartmate ii device on (B)(6) 2020 and the old pump was scheduled to return for evaluation. The black cable on the patient's system controller was also noted to have a tear. The patient was asymptomatic.